Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error - meal consumption during elevated blood glucose.

Event description:
On (B)(6) 2025, the caregiver reported that the end-user experienced prolonged hyperglycemia with blood glucose (bg) levels of 574 mg/dl. On (B)(6) 2025, the user was transported to the hospital and was treated with intravenous insulin and insulin injections and discharged on (B)(6) 2025. No long-term health effects were reported.